Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, on the first firing in duodenectomy, the reload was attached and approached to the tissue, but the dissection length was insufficient. Another reload was opened and used. Then the reload in question was attached to the device again, was used in side-to-side anastomosis of jejunum, no readings were provided by the device. A new reload was used to complete the case. The event occurred during the procedure, but the product was not used for patient. The surgical time was extended by less than 30 min.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.